Event description:
A report was received that the patient will undergo a lead replacement. Reason for lead replacement is unknown.

Event description:
A report was received that the patient will undergo a lead replacement. Reason for lead replacement is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the lead was just relocated. Nothing was replaced or explanted. The patient was doing well after the procedure. The reason for the revision was that the patient was not receiving adequate stimulation due to lead migration which was confirmed through x-ray.